Manufacturer narrative:
During the analysis it was found that some internal parts of the back cap broke off. These parts did interfere with the ball bearings causing finally the increase of temperature. The user instruction requests a visual and functional test prior to each treatment to ensure that the handpiece is running with specification. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment the handpiece heated up and burned the pt on the lower left corner of the lip and the tongue. The size of the burn was about 3mm by 6mm at each location. The pt was given vitamin e oil for the burn.